Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: a, b, c, d, f, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient's shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the equinoxe shoulder study, approximately 3 year and 1 month after a revised left implanted tsa, the patient presented with dislocation. Patient was packing up trailer and felt shoulder dislocate when lifting item. The patient was successfully reduced in closed fashion in clinic without the need for anesthetic. Reduction confirmed by x-rays and the outcome of this event is considered continuing and the devices remain implanted. The clinical report indicates that the event is definitely not related to the device and definitely related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.